Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient sample on a cobas e 801 analytical unit. The customer was unable to obtain any results from the assay after multiple attempts of running the sample. The customer consistently received an alarm indicating the hiv subtest signal fell below 400. The sample was tested on a cobas 6800 analyzer using nucleic acid testing and the result was non-reactive.